Manufacturer narrative:
The actual date of event is unknown. Date received by manufacturer as used. Customer reports ¿it was a couple of years ago." Medical device expiration date: this device has no expiration date. A sample has been returned for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Clinician states she received a contaminated needlestick injury when the needle on a suspect device poked through a cap she was replacing. She states that this was "a couple of years ago," and is sure that they are using devices from the same lot. She had blood drawn recently in light of this incident, which was negative for bloodborne pathogens. She is anticipating serial lab draws in six months.

Manufacturer narrative:
Device history review: result: a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 3085108. It is stated in two places on the shelf carton ¿do not reshield used needles¿, and ¿do not force the shield onto the needle, as the needle may penetrate the shield causing injury." Since the production of this batch, we have converted 30 gauge needles back to a thick wall shield. Conclusion: bd was unable to confirm the customer's indicated failure for needle through shield. An absolute root cause could not be determined for this incident.

Manufacturer narrative:
Investigation summary: the customer complaints lab received 29 sealed samples. Twenty eight samples were visually inspected; no defects were found. The needles, one by one, were attached to a syringe. The cap was removed and then the cap was reattached using the one handed technique, which is the preferred method to reapply needle caps. The needle did not pierce through the cap for any of the returned samples. The customer wanted explanation of what has changed as ¿this was not always the case with the exact same products.¿ this product was manufactured in 2013. Since this was manufactured CAPA (B)(4) was opened and implemented to address the issue of needle through shield. The newer ¿thin wall¿ shield was replaced with the older ¿thick wall¿ shield. All lots produced after february 2015 should have the older ¿thick wall¿ design. Based on the samples received the investigation was unable to confirm the customer¿s indicated failure. A device history evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.